Event description:
Pt was a (B)(6) female with a left mi segment of the middle cerebral artery (mca). Physician made one pass with the merci v 2.5 firm retriever, dac 057 x 125 cm and 9f x 80 cm balloon catheter (bgc) (all three devices manufactured by concentric medical inc.). Physician removed two large chunks of the clot. During angiogram, the mca was wide open to tici-2b flow, but there was a dissection in the cervical internal carotid artery (ica) near the distal tip of the 9f x 80 cm bcg. After a repeat angiogram, physician felt that it was not flow limiting and he opted not to stent or treat the dissection. He thought the 9f x 80 cm bcg may have caused the dissection, but not due to a device failure. There was no evidence of concentric medical device malfunction and the device instructions for use lists related possible complications. Also, while the concentric medical device use may have caused or contributed to the pt outcome, there are other factors independent of the subject device (e.g., pt factors, device use factors, other devices employed, drugs administered, etc.) That also may have caused or contributed to the outcome.